Event description:
Allegedly primary surgery was performed at (B)(6) 2008. After the surgery, the surgeon found the loosening around the cup when the patient received the routine medical checkup. But the patient didn't have a pain. So revision surgery was performed at (B)(6) 2013. As the observation of diseased site, the cup had been seated by soft tissue. Head-neck junction was beautiful. But stem-neck junction changed to black. Medium activity level.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-02608, 02609, 02607.